Manufacturer narrative:
The instrument was returned and evaluated. The instrument had been used one time. Per the customer reported complaint, engineering confirmed the instrument had broken wires. One grip close cable was broken at the distal idlers. The idler pulley spun freely and did not exhibit damage. The cable segment stuck out at the instruments wrist. Other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that a large needle driver instrument had broken wires right out of the box. No patient harm, adverse outcome, or injury was reported.